Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks. The patient was hospitalized pending evaluation. A review of the shock episodes and untreated episodes showed intermittent loss of r-waves with noisy baseline, resulting in oversensing. A possible impairment of the contact in the device header to the sense b node was considered. The patient was seen for troubleshooting where attempts to recreate the noise were unsuccessful. The sense vector was reprogrammed from primary to secondary, where appropriate sensing was observed, and the physician suggested transferring the patient to a hospital more experienced with s-ICD devices for possible intervention. However, the patient declined and was discharged. The field representative reported the patient would have a next follow at their normal clinic in a few weeks. Device data was submitted to technical services for review, and the assessment of the episodes and the reprogramming were confirmed. The device remains implanted and in service. No additional adverse patient effects were reported outside of the inappropriate shocks.